Manufacturer narrative:
Not in manufacturing mode. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No pump error alarms noted during testing. Unit functioned properly. Unit was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed two pump errors. Customer's blood glucose level was 267 mg/dl at the time of the incident. The customer stated the programmed bolus in the bolus wizard got wiped out. The customer was assisted with troubleshooting. Bolus amount was recorded in the history. Customer has changed the entire set prior to calling. The first time customer tried to deliver bolus into the air it did not record in the bolus history. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.